Event description:
This lv lead was implanted and was revised on (B)(6) 2016. An additional information received that this l v lead was dislodged and was repositioned on (B)(6) 2017. This lv lead remains implanted at this time. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).